Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fan did not rotate due to a broken temperature fuse. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lamp did not light up due to a broken temperature fuse. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented lighting failure cutoff. The issue occurred during set up/inspection for use. There were no reports of patient involvement.